Event description:
It was reported that while in use on a patient, "staple jamming (it won't spring back when used and would get stuck on patient body). There was no patient harm". The issue was resolved by using a 2nd stapler to complete the procedure. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jamming - misaligned staples" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, "staple jamming (it won't spring back when used and would get stuck on patient body). There was no patient harm". The issue was resolved by using a 2nd stapler to complete the procedure. The patient status is reported as "fine".